Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked. Additionally, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The up arrow and contrast keypad buttons were difficult to press and required presses with increased force to engage. The keypad cover was removed and contamination was found under all key contacts. During testing, the display screen text appeared dim and discolored, and a scratch-like white mark was visible on the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a keypad button response issue, contamination under the keypad button contacts, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.